Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during on going use, the patient developed an infection. The device was explanted and replaced. No adverse effects were reported. The device is not expected for return.